Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the complaint condition. The fsr will replace lower base hoses and couplers as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the main pump will not turn on. The user toggled the buttons to get the unit to function and it worked for the rest of the day. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: per the hospital biomedical tech and the field service representative, at start up of the device during set-up of the cpb circuit, the main pump that pumps water to the oxygenator heat exchanger would not engage. According to the hospital, the unit gave indication that the self-priming of the plumbing system was completed, but the main pump would not engage. After toggling buttons over a few minutes, the pump did begin to work and there were no issues the rest of the procedure. As this did occur during set-up, there was no delay and the device was used (no change out). The case was completed successfully, without delay and without associated blood loss. There was no harm.

Manufacturer narrative:
The field service representative (fsr) replaced the main printed circuit board. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed the main circuit board to be returned with fuse f6 missing and no boards installed in the card cage. No other issues were found with the board. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly